Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that while withdrawing a 40 x 8-6 xact freestyle carotid self-expanding stent system from its protective coil, for a planned procedure in the internal carotid artery, without having rotated the deployment actuator at all, it was noted that the stent was flowering / protruding from its sheath. The device was not used in the patient. Another device was used to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.